Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative verified the errors in fault log and confirmed the electrical test code #58 failure. The manifold drive assembly ((B)(6)) was replaced. Performed calibration, functional and performance test to factory specifications. Returned the device to the customer. The manifold drive assembly is being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when evaluation is completed. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp had an error code #58 (general pneumatics failure). The iabp was not replaced and therapy was initiated. No patient injury was reported.